Manufacturer narrative:
H.6. Investigation: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that abnormal noise in upper position/ increase in false positives in drawer b. A bd field service engineer (fse) was dispatched and diagnosis the problem, found that all 3 symptoms had the same cause. The coupling joint between the agitation motor and the turbine to homogenize the temperature in the drawer a was worn. The fse changed the spool a coupling seal. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is a confirmed failure of a bd product. The root cause is defective coupling seal. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 4 false positive results were obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 4 false positive results were obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.